Manufacturer narrative:
Additional product code: hty. (B)(4). Device has not been reported as explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a male patient, born in (B)(6) had postoperative nerve injury which lead to a reoperation. The patient initially underwent a procedure on (B)(6) 2014 to implant a philos plate with cement augmentation due to a three-part fracture of the proximal humerus. The patient presented with symptoms of pain and partial loss of function in the right hand. On (B)(6) 2015, the patient underwent exploration of the right plexus brachialis. The implants are still in the patient. The patient recovered without persistent damage. This is report 11 of 13 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the paint the patient had presented with was in his index finger and thumb.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.